Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display, battery out limit and failed battery test from the insulin pump. The customer's blood glucose reading was 160 mg/dl. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a blank display due to a broken component on the interface board. Unable to confirm the failed battery test/battery out limit alarms or perform the functional test due to the blank display. The pump was also received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.